Event description:
An endeavor sprint over the wire drug eluting coronary stent was implanted in the mid lcx with no issue reported. However it was reported that the patient was re-hospitalized due to a myocardial infarction and stent thrombosis event approximately 15 months post index procedure. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (stent thrombosis, myocardial infarction).

Event description:
A revascularization of the lad (non- target vessel) was carried out on the same day as the previously reported mi and stent thrombosis event. The investigator has indicated the previously reported myocardial infarction and stent thrombosis were not related to the study device.